Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the event was considered to be most likely due to occlusion of the small perforator arteries by the pipeline construct. The patient's condition is consistently improving.

Manufacturer narrative:
Continuation of d10: product ID ped2-300-16 (b715031); product ID ped2-350-12 (d026883). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who had three pipeline vantage stents implanted to treat a 2.8mm unruptured saccular basilar artery aneurysm 5 days prior. No device malfunction was reported associated with this event. Patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. It was reported that around 2000, the patient presented with dysarthria and weakness in all 4 extremities. By the time neurology had assessed, the patient's symptoms had almost resolved except for slight dysarthria and hand paresthesia. The next morning at 0700, the neurological exam was normal. However, around 0900, the patient again experienced right upper extremity (rue) weakness with anarthria as well as tremors in left upper extremity (lue) and jaw. By 0930, the patient also had moderate dysarthria without aphasia - comprehension and naming were normal. Tremors did not appear clonic in nature and stopped when holding patient's hand; seizure seemed unlikely. Repeat computed tomography (CT) was performed with no observation of stroke or hemorrhage. Based on the available information the care team considered the patient's fluctuating neurological symptoms following basilar stent placement were most likely due to perfusion deficit related to occlusion of the small perforating arteries by the stent construct. The patient's status improve after the morning. Additional imaging (MRI and eeg) was planned and the patient agreed to prophylactic intravenous (IV) heparin and partial bolus.